Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) because they were "concerned that the wires were coming loose." A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was noted that oversensed events were observed on one non-sustained ventricular tachycardia (nsvt) electrogram (egm) on the right ventricular (rv) lead. No other oversensing noted. Follow up was completed and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.